Event description:
Hosp reported the vapotherm precision flow had been running about twenty hours when the water bag started to inflate with air. The user changed the bag and it began to inflate. The user started to wean the pt from the unit. The unit was shut down to reset the flow. When they started up the unit, they observed that water came out of the delivery tube into the pt's nose. The user manually assisted the pt's respiratory efforts. The hosp did not report the amount of water that reached the pt. The user reported the pt was fine. The disposable pt circuit air vent may not have released enough air causing the water bag to inflate. When the unit was restarted, water may have been forced down the delivery tube. The operating manual instructs the user to remove the cannula from the pt while troubleshooting and to verify the cannula output before replacing the cannula on the pt. The user may not have followed these instructions when they restarted the unit. Although the pt was not harmed and the operating instructions may not have been followed, vapotherm is taking a conservative approach to its MDR filing responsibilities by reporting this incident.

Manufacturer narrative:
Vapotherm has become aware of an adverse event report being filed with the maude reporting system that pertains to vapotherm report number 1125759-2009-0002. Report number (B)(4). Vapotherm is providing this report correlation to clarify that both reports concern a single event. Vapotherm will provide add'l info as it becomes available.